Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during a follow-up the ra lead revealed noise and episodes of ams. Ventricular lead channel showed loss of capture with back up pacing. Loss of capture was seen with atrial lead noise only. Review of the stored records confirmed noise on the ra lead. Ventricular auto capture backup pulse was delivered during some of the atrial noise. No electrical problems were noted on the ventricular lead. Some atrial noise was reproducible with pocket manipulation, but not backup pulse. Re-running the autocapture test and testing lead impedance during isometrics/pocket manipulation was suggested. Programming changes were made on the ra lead. No issue were found on the rv lead. The ra lead will be explanted during the generator change out.